Manufacturer narrative:
Correction: please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2020-01604. Section d. Box 1. Brand name. Results: the rubber on top of the unit was missing, blood was on the device exterior and within the aspiration tubing. Conclusions: evaluation of the returned lightning unit revealed a solid red-light system error. The returned device was functionally tested and worked intermittently prior to displaying a system error. The system error indicated an issue at a pressure sensor within the lightning unit housing. If the pressure sensor was compromised it may result in abnormal function of the device or a system error. This is likely the cause of the difficulty experienced during the procedure. Penumbra lightning aspiration tubing is inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using lightning aspiration tubing (lightning), penumbra engine (engine), penumbra engine canister (canister) and indigo system aspiration catheter 12 (cat12). During the procedure, after priming the engine, the physician connected the lightning tubing to the cat12 and noticed blood had started to flow into the canister with the lightning switch in the off position. The physician proceeded to advance the cat12 into the thrombus and turned the lightning switch on, at which point the indicator lights on the lightning unit began flashing red. After making multiple attempts to power cycle the lightning unit, the indicator light continued flashing red; therefore, this lightning unit was removed. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.